Event description:
It was reported that "screw was implanted and blocker inserted, but upon final torque, blocker kept turning and popping. Shards of metal also were coming off the screw. It was explanted, and the blocker wasn't stripped at all; it stayed in good condition. Screw threads are heavily stripped."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.